Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed crack and chip on both front corners of top of case, cracked on left and right plunger case, battery door and missing rubber foot, as well as a light crack on the l-bracket compartment. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device was manufactured in 2005. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Actions taken to mitigate the reported issue: replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed functional test and occlusion test which device passed. D4: UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.